Event description:
It was reported that prior to the implant attempt, the physician noticed that the tip of the lead was bent. The lead was returned without use.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of lead tip bent was confirmed in the laboratory. Visual analysis revealed that the lead distal end was bent between end of right ventricular shock coil and the ring electrode. Since the lead was not returned in its unopened inner tray, it could not be determined when the damage was occurred.